Manufacturer narrative:
Despite multiple attempts, no additional information was received from the clinic nurse. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts) on (B)(6) 2016. The hcp reported that this patient, with a recently implanted device died of unknown causes. The hcp was planning to send printouts of possible loss of capture. The patient's medical history was significant for pacemaker dependency. There were no allegations of device malfunction or that the device caused or contributed to the patient's death. The model number and serial number was not available; however, the hcp was planning to send additional information on monday, april 18, 2016. To date, no additional information has been received from the hcp.